Event description:
It was reported that the lead dislodged and was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).